Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the cartridge on the pump was empty and the customer was unable to address the issue due to being "incapacitated", having "flu like symptoms" and "vertigo" following flu and pneumonia shots. The customer went to the emergency room and was subsequently admitted to the intensive care unit and was treated with intravenous fluids of insulin and saline to address the issue. The customer was released 2 days later with the issue resolved and no permanent damage.